Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with corneal haze approximately seven weeks post photo refractive keratectomy (prk). The patient did not have any complaints. Topical steroid dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.